Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #5) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #5). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. Not returned.

Event description:
On (B)(6) 2007, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2007, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). On (B)(6) 2008, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #3). On (B)(6) 2008, the attorney alleges the patient had unspecified injuries. On (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex (device #4) and (device #5). On (B)(6) 2011, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex. (Device #6). On (B)(6) 2012, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #7). On (B)(6) 2014, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #8). On (B)(6) 2018, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #9) on (B)(6) 2018, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol phasix. As reported, the patient is only making a claim for an adverse patient outcome against four (4) ventralex (device #1), (device #4), device #5), and (device #6); two (2) composix kugel (device #2) and (device #3); ventrio (device #7); ventrio st (device #8); and ventralight st (device #9). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."